Event description:
A report was received that the patient was explanted due to an infection at the ipg site and the midline incision site. The patient's symptoms included tenderness at both sites and a high fever. The physician is unsure if the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection at the ipg site and the midline incision site. The patient's symptoms included tenderness at both sites and a high fever. The physician is unsure if the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.